Event description:
MFR rep reported lead was seated wrong in screening cable and lead end became serrated. Was able to perform trialing with lead, but when attempting to insert lead into extension, lead would not fit. Hcp decided to reinsert part of stylet into the lead to try to reform it. Hcp broke off piece of stylet in lead to keep it's form.